Event description:
This ra lead was implanted on (B)(6) 2010, and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018, stating that this lead was a part of a system explant due infection. The physician was dr. (B)(6), at (B)(6) hospital in. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).